Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and sound was not loud enough. The customer¿s blood glucose level was 42 mg/dl. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes (1 & 5). Customer¿s current blood glucose is 88 mg/dl. The customer was treated with juice and skittles. Customer declined to troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.